Event description:
It was reported that a patient went into arrest because the device turned off. The hospital staff rectified the problem, and the patient was reported to be fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that a patient went into arrest because the device turned off. The hospital staff rectified the problem, and the patient was reported to be fine. The biomedical engineer found the battery voltage to be 7.84v. No further patient complications have been reported as a result of this event. It was further reported that the biomedical engineer "had a number of units" that had been returned to him with the reported fault of the units shutting off while in use. He found that some of the battery contact clips had become compressed and has since checked each unit. Follow-up attempts to obtain the actual number of devices and serial numbers was unsuccessful. No patient complications were reported as a result of these events.